Event description:
An ICD was implanted in my chest; it was recalled. The doctor and rep said that mine was ok and it would be worse (leaving a hold that could cause an infection) taking it out so it was left in. "But" it did started shocking me (knocked me off of my feet, causing headaches and nightmares still. It took the doctor and rep 3 months before it was set so high that it would not shock me anymore (within one week I was shocked 11 times). The rep said that there had been a 5 year med watch, and they had not expected the device to go bad after that time "but" he said that there had been 2-3 additional pts he had seen that the device had gone bad after the med watch, without alerting one. My device is a medtronic 6949, and now I wonder why they have not scheduled an apt to have the leads capped as they advise they should be.?